Event description:
It was reported that the symptomatic patient's left ventricular lead exhibited and had a history of loss of capture due to lead placement problems. This was resolved by changing mode to right ventricular pacing only.

Manufacturer narrative:
Na